Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that a plum 360 infuser shut off on its own while it was plugged in. Although the event occurred while the device was in use on a patient, no harm was associated with the incident.